Event description:
Duirng initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 at 21:36:59 during cycle 3, drain volume 4307ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The condition was confirmed through the event history. The assignable cause of the iipv in the logs was determined to be: insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4). A device history review revealed that an exception occurred during manufacturing, but the device was reworked and passed all subsequent testing before being released.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.